Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had episodes of non-sustained ventricular tachycardia (vt). The episodes were consistent with timing of device capture management running. It was further reported that after a backup pace from right ventricular capture management, the patient had a premature ventricular contraction which triggered non-sustained ventricular tachycardia (vt). The capture management feature was programmed off. No further patient complications have been reported as a result of this event.